Manufacturer narrative:
Examination of the returned product confirmed the stud broke off into the metal tip and the delrin tip fractured. Evidence suggests the components were subjected to a prying/cantilever action. Based on the investigation, the need for corretive action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
The extractor instrument broke during use and caused a significant surgical delay.